Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during the visual evaluation of the device, a tear was observed on the anterior aspect, measuring 8 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 325 cc mentor smooth round moderate plus profile prostheses and experienced right-sided deflation and bilateral rippling postoperatively. The patient had a consultation with her physician on (B)(6) 2020. Her physician noted that the patient had bilateral parasternal rippling, as well as a significant volume loss on the right side. As a result, the patient underwent bilateral removal and replacement with two 325 cc mentor smooth round moderate plus profile prostheses (catalog #: 3502325) on (B)(6) 2020. This report is for the right-sided prosthesis.